Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the pump has not being used during the complained incident, it´s not necessary to investigate the pump. Production reports were reviewed and the production data comply with the specification as the product has not returned for evaluation, the complaint could not be investigated. (B)(4): device was not returned.

Event description:
On (B)(6) 2013 patient reported experiencing dka while wearing the infusion device. Patient stated the incident occurred in 2001. Patient stated they thought it was caused by a bent cannula. Patient reported she may have returned the infusion device to be evaluated and thought it was working fine. Patient is unable to recall any information regarding the infusion set that was in use during the incident. Patient stated she did not know what brand of infusion set she was using. Patient reported the incident occurred too many years ago to recall. Patient stated her blood glucose level was probably over 400 mg/dl at the time of the event. Patient's target blood glucose range is around 120 mg/dl. Patient is currently using a new infusion device and wants to return two formerly used infusion devices; not the device used during the incident. Patient returning former infusion device.

Manufacturer narrative:
The medication start date is unknown. It was unknown if the initial reporter sent a report to the FDA.